Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed the pulse generator exhibited inappropriate programming resulting in competitive atrial pacing. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored.